Event description:
It is reported that when opening the box, both the inner and outer packages were cracked along the same line rendering the implant unsterile.

Manufacturer narrative:
Evaluation summary: the item was manufacturered in april 2011, and has been in transit an unknown number of times since being released to the shelf for distribution. Based upon the investigational findings, the damage was caused by the box being subjected to a significant impact, possibly during transit. It is likely that the cause of the damage was exposure to hazards outside of normally anticipated distribution environments. Evaluation: the component as well as the carton and cavities were returned for review. The outer carton has evidence of being crushed, and the inner cavities were noted as cracked as reported. The device history record was reviewed and found conforming, indicating the device was manufactured, inspected, and packaged to specifications.